Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2008. It was reported the pt can no longer establish telemetry between her ipg and charging system. A new charging system was sent to the pt but was unable to resolve the no telemetry condition. The ipg will be explanted and replaced. No date of service has been determined at this time. The lot and serial numbers of the ipg were not provided; therefore, no mfg or expiration date could be determined. F/u on the pt found no further issues reported.